Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary shown black screen. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 7 drawer. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue of pyxis med-es: eci_sjh: device is showing black screen and failed to boot up. Rss showing as offline was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order: (B)(4), the fse troubleshooted the issue with unit turned off and found pyxis bus drawers cable damaged with a cut. The fse replaced damaged pyxis bus cable and drawer board drawer 1.2 and tested the unit. No further issues were observed. During dchu visual inspection: p/n: 121085-01: was confirmed to be a faulty pyxibus cable caused by a thermal damaged copper strand. In the case of the drawer controller board there were no signs of visible fluid ingress, missing components or physical damage. During dchu testing: p/n: 121085-01: the testing from dchu was not necessarily due to the visible damage observed in the external inspection. Laboratory testing was conducted using a dmm on the pcba drawer controller. No anomaly was found on the pcba because all components specifications passed the tests. The hardware test application (hta) confirmed that the pcba drawer controller is functioning as intended. All diagnostic tests were completed successfully, meeting the required performance standards. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint pyxibus cable assy cbl pyxibus 7 drawer, p/n: 121085-01.), was determined to be due to cause by an exposed copper strand preventing proper functionality. Visual inspection of the cable showed evidence of thermal damage and compromised the drawer's functionality.